Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 5 and 24 hours. The patient began feeling pain and removed the pod and the site was irritated and had pus and blood coming out. The patient went to the emergency room and was prescribed amoxicillin to take 4 times per day for 7 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.